Event description:
Info was received via maude event report. It was reported when the physician was attempting to attain a left wrist arterial line, they experienced difficulty inserting the catheter. The needle, guide wire, and the catheter were removed then the physician noticed the top of the guide wire was bent and that the catheter tip as shortened by approximately two thirds its original length. This required an additional consultation and minor surgical procedure to remove the retained foreign body. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
F/u report will be filed if additional info becomes available. MFR control no. (B)(4).